Event description:
It was reported that the device was explanted. The date that the device was explanted is unk. The reason is unk as no other details were provided. It is unknown if the device is available for return. No letter required. The device was implanted in 2008; however, the explant date is unk.

Manufacturer narrative:
Device not returned.